Event description:
Per the clinic, the patient experienced pain with and without the device use right after the implantation surgery on (b)(6) 2013, but has progressively worsened and become unbearable. The patient reportedly has an exponated implant location which interferes with the placement of the external sound processor. The contact of the external device with the edge of implant causes significant pain and discomfort which leads to patient becoming a non-user. Troubleshooting and hardware exchange were made; however, the issue could not be resolved. Subsequently, the patient underwent a revision surgery on (b)(6) 2026, to drill the implant bed deeper and reposition the implant. The implanted device remains.